Event description:
The following adverse events were submitted on maude (B)(4) by an unnamed consumer. No patient, surgeon or hospital information was provided on the maude report. This report is for an unknown plate. This is report 1 of 3 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.